Manufacturer narrative:
Analysis of the implantable infusion pump ((B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding an implantable intrathecal pump. The device was returned to the manufacturer with no paperwork and no known complaint. No patient symptoms or complications were reported as a result of this event.